Manufacturer narrative:
Correction - device lot number. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure, one resolute onyx was implanted into the 1st lpl. The investigator assessed the event as possibly related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the cx. Approximately 14 days post index procedure, the patient suffered rectal blood loss (anemia). The patent was treated with blood transfusion and recovered. The patient was on dapt at the time of the event. The investigator assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated the rectal blood loss (anemia) event as barc type 3a. If information is provided in the future, a supplemental report will be issued.